Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's diet counselor reported the patient's blood glucose measured 579 mg/dl at 9:30 pm on (B)(6) 2011. The patient administered several boluses through the infusion device. On (B)(6) 2011, the patient visited his diabetes specialist and at 9:15 am his blood glucose measured 275 mg/dl. The patient had symptoms of shivering and abdominal pain. The patient began use of a replacement infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.